Manufacturer narrative:
Analysis of the catheter on 2017-mar-08 revealed coring / tears / cuts in the seal of the sutureless catheter (sc) connector; met leak criteria per ndhf1162-113599. Analysis also revealed dark residue in the dispensing holes of the catheter body that was related to the event. Under microscope inspection, indents and circular coring could be seen in the bottom of the cup of the sc connector which was consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. Also, dark foreign material was seen in the most proximal of the dispensing holes of segment 3 as received. When initially tested for patency, an occlusion was seen in the most proximal of the dispensing holes of the returned segment, but the occlusion was easily broken loose. After decontamination the dark foreign material was no longer in the most proximal set of dispensing holes, but the catheter was still discolored in this area. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (10 mg/ml at an unknown dose) via an implanted pump. The patient¿s medical history included lumbar radiculopathy. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had a loss of efficacy over time. A dye study was scheduled, but they were unable to aspirate the catheter via the cap (catheter access port) so it was canceled. The patient was taken to surgery on (B)(6) 2017 and they were unable to aspirate the catheter via the cap intraoperatively. The existing catheter was removed and replaced with a new catheter. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted as ¿na¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
The catheter was returned to the manufacturer.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.